Event description:
"The device was returned to a third-party service center for foam replacement per field action: (B)(4). The device was not in patient use. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. Error codes was found in the ventilator's downloaded error log. The device was scrapped. If any additional information is received, a follow up report will be filed."